Manufacturer narrative:
(B)(4). Results of investigation: the vyaire factory service dept. Received the suspect component and performed an investigation. The reported issue was confirmed and duplicated. The problem was isolated to a failed pt800 transducer. CAPA (B)(4) has been initiated to address the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator alarmed transducer fault prior to patient use. There was no patient involvement indicated with this reported event.

Manufacturer narrative:
Vyaire complaint #:(B)(4). Device evaluation: d10, g4, g7, h2, h3, h6, h10. Results of investigation: the vyaire failure analysis lab received the suspected component and performed a failure investigation. The reported issue was confirmed and duplicated. The reported problem was isolated to a component failure, specifically the pt800 transducer failed. This issue was addressed with CAPA ca-2017-0206. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.